Event description:
It was reported during a laparascopic cholecystectomy procedure, the device fired improperly formed clips that scissored. A new disposable was introduced and the case continued with no pt consequences.